Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported a pump memory error occurred while trying to increase the patient dose and update the pump. While attempting to increase the dose of lioresal from 120mcg/day to 150mcg/day, per the healthcare provider (hcp), a pump memory error message displayed and they were unable to update the pump, as the received the same message on 7 different attempts. The pump was subsequently updated successfully that same day with the dosage increase. There were no patient symptoms/injuries related to this event. The pump was used to deliver lioresal. It as later reported that the pump memory error which was encountered was regarding a ¿catheter data invalid¿ message. Another programmer was used successfully without encountering the memory error again. It was planned to check the software card in the programmer which the issue occurred with, but the issue with programming the pump was resolved.

Event description:
Additional information received reported that the pump memory error was due to the wrong software card being used in the 8840 programmer and the card was to be returned.